Event description:
It was reported to boston scientific corporation that a flexima 5f cone tip ureteral catheter was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the ureter was perforated when advancing the flexima 5f cone tip ureteral catheter. The cone tip was noted to be too sharp. It is unknown if there was additional intervention performed for the punctured ureter and how the procedure was completed. No patient complications have been reported as a result of this event.